Event description:
Torn meniscus on both sides [meniscus lesion]. Patella disorder [arthropathy]. Knee hurts more/synvisc-one did not work/it did not help [device ineffective]. Knee hurts/still has some pain [arthralgia]. She had arthroscopic knee surgery [arthroscopic surgery]. Losing weight [weight decreased]. Case description: spontaneous report was received on (B)(6) 2012 from a female pt (age not provided), initials (B)(6). The pt's medical history was not provided. On an unspecified date, in (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f20) injection, dosage regimen not provided, in an unspecified knee. The lot number for synvisc one was not provided. The pt reported that after her injection at the end of (B)(6), her knees hurt more and was told by her doctor to wait. No action was taken with synvisc one. The outcome for the event was not provided. Concomitant medications were not provided. The intensity of the event was not provided. F/u info was received on (B)(6) 2012, which upgraded the case to serious (pt underwent arthroscopic knee surgery). The pt was a (B)(6) female, with knee pain. The pt's medical history was significant for previous treatment with cortisone shot and in (B)(6) 2012, x-ray revealed "second degree arthritis." On (B)(6) 2012,the pt initiated treatment with synvisc one injection, dosage regimen not provided. It was reported that synvisc did not help, and her knee hurt more. In (B)(6), the pt got an MRI done, which showed "torn meniscus on both sides and deterioration of patella". On (B)(6) 2012, the pt underwent arthroscopic knee surgery and since then, was doing physical therapy and losing weight. It was reported that pain was a lot better, but the pt still had some pain. The pt had not yet recovered from the events of knee pain and losing weight and the outcome for the events of arthroscopic knee surgery and "torn meniscus on both sides and deterioration of patella" was not provided. The intensity for all the events was not provided. F/u info was received on (B)(6) 2012 from the consumer regarding the event. It was reported that the MRI studies showed severely torn meniscus. The intensity for the event of torn meniscus on both sides was severe.

Manufacturer narrative:
Evaluation summary: f/u info was received on (B)(4) in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.